Manufacturer narrative:
During testing the insulin pump alarmed motor error due to faulty force sensor relay. No further testing could be completed. The motor was tested outside the device and testing passed. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported motor error alarms on his insulin pump. Customer would clear the alarm and do a complete set change and it would work for a while, but it would eventually alarm motor error again. Customer's blood glucose is 300 mg/dl. The motor error would occur during bolus. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.